Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 325mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Tandem technical support (cts) informed the customer that the exact cause of the occlusion was not identified. Cts discussed all the potential causes of occlusion alarms and advised the customer to discuss infusion set options with their healthcare provider. The customer changed their infusion set site and successfully resumed pump therapy.